Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant once placed the lead exhibited high impedance. The lead was removed and a new lead placed. The patient was stable post procedure and would be followed normally.

Manufacturer narrative:
Should have been (B)(6) 2016 rather than blank.